Event description:
Product was returned as an implant failure because of unk reasons. Based on the report, the pt had poor oral hygiene and moderate bone condition. The surgery was a traditional 2 stage surgery in tooth location #5. No bone augmentation material was used. Implant was removed because of poor oral hygiene. The pt is described as stable but treatment ongoing. Upon follow-up, the doctor indicated the pt was recovering for another implant attempt. The doctor indicated that the device was not rec'd damaged or defective such that it would not perform as intended.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specs. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.